Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's jaw will not close even after the reopening of the stapler at the time of tissue cutting despite pressing the safety notch. There was no patient injury.